Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation until it reaches 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no injuries reported, and the patient condition was good post-procedure.